Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for electrode missing. Customer¿s blood glucose was 112 mg/dl. Customer reported that she inserted new sensor, she couldn¿t calibrate and when she removed sensor and found out that the electrode was missing. The sensor will not be returned for analysis.